Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a removal surgery at t2-3 and l2-3. Intra-op, the scrub nurse handed the incorrect tools to the surgeon to remove the implant causing stripping of the working end of the tool. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: visual optical hardness approximately 3mm of the driver's tip has broken off and was not returned. The material flow at the end of the tip indicates that the driver was being turned in the counterclockwise direction and there is a slight angulation to the fracture surface consistent with the driver being off axis with the screw during torsion. The observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.